Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks for sinus driven rhythm above 140 ppm. The device went into backup vvi mode during merlin.net transmission. It was noted that the device behavior was due to an update to the merlin.net transmitter. Device download was performed successfully.